Event description:
It was reported 8100 fails patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 fails patient side occlusion test was not identified during the customer call. Customer reported a pressure occlusion reading below 7.7 psi. Customer attempted recalibration multiple times without success. The pressure transducer was replaced, however the issue persisted. Assisted the customer in isolating and identifying the source of the fault. Recommend customer to repair / replace the logic board. Provided part number, 49000959 board assembly. Also, recommend send it in for level 1. Customer confirms their facility going through remediation soon. Customer to call back for assistance if any further issues and/or concerns need addressing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.